Event description:
Needle breakage. Customer reports that needle broke during exploratory laparoscopy. There were no adverse consequence to the pt. Note: outcome to pt does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur. Ethicon inc's internal control number is: 9730095-00.